Event description:
(B)(6) customer had alleged high readings with the control solution using his contour next link meter. No adverse events were alleged and the complaint did not meet the criteria to be reported at the time of the call. The test strips were returned for evaluation and tested with blood. Results, with the lab blood sample fell in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. Replacement test strips, meter and control had been sent to the customer.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model#s were not provided. A second bottle of contour next test strips was returned for evaluatoin: lot# 3kfed02, expiration date 10/31/2015. Manufacture date 10/01/2013. The strips were tested in qa with a 120mg/dl blood level. Lot# 3lfed06 gave results that were an average of 135mg/dl high out of spec. Lot# 3kfed02 gave resutls that were an average of 481mg/dl high out of spec. Inhouse reagents gave satisfactory performance.